Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted onto the abdomen on (B)(6)2025. According to the patient, on (B)(6)2025, they experienced loss of consciousness. An ambulance was called by the patient¿s son at around 01:00pm. When a fingerstick was taken by the paramedics the cgm reading was 5.0 mmol/l, and the blood glucose reading was 1.9 mmol/l. The patient was treated with an energy drink and was brought to the hospital. No further treatment was reported to be needed and the patient was discharged at 03:00pm on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.